Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call experiencing low blood glucose levels. The customer mentioned (B)(6) experiencing low blood glucose levels of 53mg/dl and paramedics were called and helped him raise his blood glucose levels to 70mg/dl. The customer states the (B)(6) experiencing low blood glucose again of 53mg/dl and calling the paramedics. The customer was treated and the following morning was experiencing high blood glucose. The customer states the buttons are not responding but were responding during the call. The insulin pump is not being replaced and is not expected to return for analysis.